Event description:
This was a left-sided lead extraction conducted in the hybrid or to remove a total of 2 leads due to a non-functional rv lead. Patient prepped with an arterial line, blood products in the room, cvs on standby, fluoroscopy and tee were in use. The md opened the pocket and the device was removed. Md prepped the sjm 1580 riata (106mths old) with a#2 lld, removed 2" of insulation and secured the 6 internal wires with a cook bull dog and suture back to the distal loop on the stylet. Md placed the outer teflon sheath on the 16f gl and began lasing. Good progress was made to the svc innominate, advanced the outer sheath to this point and continued laser. We noted a drop in pressure but it appeared to be a vagal response to pulling on the lead so lasing continued. Cvs was called at this time 1520 and arrived at 1525. Md completed the extraction of the ra lead sjm 1488tc (106mths old) with a close eye on the atrial line pressures. Total of 1.19 minutes of laser time. No further drop in pressure was noted until the laser sheath was removed and it was noted there were bilateral hemopneumothorax via tee and fluoroscopy. CPR started and blood products were given. An emergent sternotomy was performed and the cvs had access to the injury site @ 1540. Patient was placed on bypass and injury at the svc/innominate junction was successfully repaired by 1615. Patient was closed and transferred to ICU for recovery. Md stated the riata lead was the causative factor in this patient's injury due to the significant lead adhesions to the vasculature.

Manufacturer narrative:
Device discarded after use.

Manufacturer narrative:
On (B)(4) 2012, the spectranetics sales representative sent an email after speaking with the operating physician indicating the patient had died. There was no date of death provided nor was there a primary cause of death stated and no other information was able to be obtained.